Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the post operative check, the right atrial (ra) lead exhibited sensing issues and ventricular pacing. It was confirmed that the lead had dislodged and was now in the right ventricle. The lead was repositioned, and remains in use. No patient complications have been reported as a result of this event.